Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. According to the reporter: (B)(4) refer to same case. At the 1st firing, green button was pressed but it would not fire. Indicator status is unknown. Another cartridge was used, same incident occurred. However they tried one more time, and could be fired this time. No patient harm. Patient age, gender and weight: not provided. Operating time not extended. No additional tissue resection. No. Tissue damage. Nothing fell into the cavity. No bleeding.